Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced bent cannulas at two infusion sites, resulting in persistent hyperglycemia with glucose levels reaching 478 mg/dl. No occlusion alarms were observed in the system data. After replacing the first infusion site, glucose levels decreased to the 200 mg/dl range but later increased to approximately 300 mg/dl after food intake. There was a patient involvement and there were no additional adverse consequences.